Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician performed touchscreen calibration to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Touchscreen failure. There was no patient involvement.